Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The information provided in this report was not included in the initial report. Customer was transferred to gather information on the hospitalization. Customer's blood glucose at the time of hospitalization was unknown. Customer was not wearing the insulin pump at the time of the hospitalization, it had been removed 10 minutes prior. Partial troubleshooting was performed on the insulin pump due to the insulin pump being replaced for motor error. Customer stated the drive support cap appeared to be normal. The cannula on the infusion set was not bent or crimped. Settings were not confirmed due to the motor error alarm. Customer also stated her current blood glucose at time of the call was 587 mg/dl. Her symptoms were headache and belly aches. Customer treated high blood glucose with manual injection and stated she felt fine just a little sleepy.

Event description:
Customer reported via phone call that she went to a physical check up in the morning and got an electrolyte panel done. She got back home and her blood glucose was 800 mg/dl on the ultralights. The insulin pump was only showing 140 mg/dl. Customer also stated that earlier in the morning she received a no delivery alarm. In the evening her doctor's office told her to go to the emergency room because her blood glucose was over 400 mg/dl. The customer went to the emergency room and was given insulin and when blood glucose was stable she went home. When the customer got home, the insulin pump alarmed motor error. The device was not exposed to a magnetic field. The customer did not rewind the insulin pump, she stated it kept alarming motor error. Blood glucose value was 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.